Manufacturer narrative:
Concomitant medical products: 305u225 valve, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced near syncope and nausea. It was also reported that the right ventricular (rv) lead exhibited rising and high impedance and rising capture threshold and high capture threshold. Diagnostic testing/troubleshooting was performed. The rv lead is scheduled explant and replacement. No further patient complications have been reported as a result of this event.